Manufacturer narrative:
Foreign body present on lens. Eval: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated a foreign body was present on an aa4203tf toric silicone single piece lens. There was no pt contact. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.